Manufacturer narrative:
Unit passed self-test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 306 mg/dl at the time of the incident. Insulin pump passed self test. The insulin pump will be returned for analysis.